Event description:
Note: this report pertains the second of three complaints that occurred during the same procedure. Refer to associated MFR report #3005099803-2010-03573, and #3005099803-2010-03575 for the associated device reports. It was reported to boston scientific corporation on (B)(6) 2010 that three resolution clip devices were used during a mucosectomy of the celiac trunk performed on (B)(6) 2010. The event was initially reported as a failure for the clip to release from the catheter. Clarification from the complainant revealed that the clip properly deployed inside the patient and remained attached to the tissue, however the failure was that the physician was unable to reopen the clip to reposition once it was deployed. This is not a reportable event as there is no potential for serious injury. A fourth resolution clip device was used to complete the procedure with no reported complications for the patient.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03573, and #3005099803-2010-03575 for a description of the other devices. This report is for the second device. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clip devices were used during a mucosectomy of the celiac trunk performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to reopen the clip after positioning the device on the tissue. Clinical follow up revealed that although the device grasped tissue, it could not be confirmed if the clip released from the tissue or if the clip failed to release from the catheter after it was deployed inside the patient. It was reported that the procedure was completed with another of the same device without complications.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Both fields have been revised to reflect the change in reportability. According to the complainant, the suspect device has been disposed and is not available for return. The most probable root cause for this complaint is operational context as the performance of the clip may have limited due to anatomical/procedural factors encountered during the procedure. The device history record review confirms that this device met all material, assembly and performance specifications.